Manufacturer narrative:
Device evaluations of monitor (B)(4) and electrode belt (B)(4) were completed. The monitor and electrode belt were fully functional upon receipt. Monitor sn (B)(4): 07/2013. Electrode belt (B)(4): 06/2013.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory mgr contact a zoll customer support on (B)(6) 2014 to report that a (B)(6) female pt passed away. The pt was reported to have passed away on (B)(6) 2014, sometime after midnight. The pt reportedly arrived at the emergency room feeling ill and was in the hospital at the time of passing. Per review of pt download data, at 15:36:10 on (B)(6) 2014 the pt experienced an inappropriate defibrillation event. Sct at 206 bpm contributed to the false detection. The pt's post-shock rhythm was inus tachycardia at 107 bpm. The response buttons were not used until after the treatment was delivered. The lifevest was shut down at 16:34:30 on (B)(6) 2014. The lifevest was deactivated prior to pt passing. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.